Event description:
During an initial implant procedure, the helix of the right ventricular (rv) lead appeared to be bent. The lead was explanted and replaced to resolve the event. The patient was stable.